Event description:
It was reported that during a clinic visit, the cardiac resynchronization therapy defibrillator (crt-d) was found to exhibit minute ventilation (mv) chop due to oversensing noise on the right atrial (ra) lead. The health care professional (hcp) called technical services (ts) for further review of the presenting electrogram (egm). Upon review, the egm showed the ra lead also exhibit high out of range pacing impedances that measured to be greater than 2000 ohms. Ts recommended for an in person visit for further device system evaluation and testing. At this time, the crt-d and ra lead remain in service. No additional adverse patient effects were reported.

Event description:
It was reported that during a clinic visit, the cardiac resynchronization therapy defibrillator (crt-d) was found to exhibit minute ventilation (mv) chop due to oversensing noise on the right atrial (ra) lead. The health care professional (hcp) called technical services (ts) for further review of the presenting electrogram (egm). Upon review, the egm showed the ra lead also exhibit high out of range pacing impedances that measured to be greater than 2000 ohms. Ts recommended for an in person visit for further device system evaluation and testing. At this time, the crt-d and ra lead remain in service. No additional adverse patient effects were reported. Subsequently, additional information was received indicated that a replacement procedure was performed where this ra lead was explanted and replaced with a new lead successfully. No additional adverse patient effects were reported.